Event description:
Caller reported patient was vomiting most of the day and she tested him at 12:37 am with a reading of 61 mg/dl; feelings did not match reading. Caller called the ambulance and they arrived in minutes. Caller stated they tested his blood glucose with a reading of hi (>600 mg/dl); did not treat but took him straight to the hospital. Caller reported they did not treat patient at the hospital and after 3 hours she took him to another hospital where they treated him with 3 or more ivs and was given an insulin drip and then admitted to the ICU; does not recall reading at 2nd hospital. Requested return of the alleged device for evaluation and replacement was sent.